Event description:
It was reported that pairing failure was reported. On (B)(6) 2024, the patient experienced hypoglycemia and lost consciousness. The patient was alone, she woke up bloody with a mild trauma on the head. A day later the patient went the went to the doctor with assistance from relative and after the patient was advised to go the hospital to have the trauma check. At the hospital they diagnosed concussion. The patient was discharged the same day. There was no treatment information provided. The patient called because she couldn´t find the new receiver, and has an old receiver that was replaced by the new one. The pairing issue started that day when the new receiver was lost. The patient attempted to connect an old receiver that she still had at that time. The event occurred later that day since patient wasn't aware of the cgm readings and there were no bg readings taken. At the time of the report the patient was stable. Data was provided for investigation for the application however receiver data was not uploaded. The allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.